Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the device has been fully tested and working as intended. The device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.